Event description:
Electrode was used on 42 yr old man during 17 hr craniotomy. The cautery plate was attached to his right thigh. At no time did the electrocautery machine alarm ring. No marks were noticed when the pad was removed. In the recovery room, a redness/blister was noticed at the site of the pad. On 1/30, the pt was taken back to the or because it was thought he had compartmental syndrome. An incision was made in the right thigh to relieve pressure at the site. At that time the surgeon stated that the area looked like a cautery burn. On 2/4, the cautery machine and a pad from the same lot was tested by hosp maintenance with negative results. The original pad has been discarded. The pt had a delayed primary closure on 2/19 and is doing well. Pads from the same box were used prior to the incident on other pts without problems. The hosp staff is primariliy concerned as to why the alarm on the machine did not sound.